Manufacturer narrative:
The device was not returned as the stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects (death) and stent malapposition referenced are being filed under separate medwatch reports.

Event description:
It was reported through a research article identifying xience v stents that may be related to death, serious injury, and stent malapposition. Specific patient information is documented as unknown. Details are listed in the attached article, titled, long-term clinical outcomes of late stent malapposition detected by optical coherence tomography after drug-eluting stent implantation.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Additionally, it should be noted that medical review of this article found during long-term follow-up (>5 years), very late stent thrombosis did not occur in patients with oct-detected late stent malapposition (lsm). The rates of adverse clinical events were similar between patients with lsm versus those without lsm. Presence of optical coherence tomography (oct)-detected lsm was not associated with unfavorable clinical outcomes. There was only one reported cardiovascular (cv) death among the patients without lsm, but it did not specifically mention any device name related to this cv death or any of the adverse events stated in the article. Several different drug-eluting stents are included in this study and the article does not tie the adverse events to the type of drug-eluting stent involved in the procedure. Therefore, there is no indication that the death and other adverse events were caused by the abbott device. There is no indication of a product quality issue with respect to manufacture, design or labeling. UDI is unknown as the part and lot #s were not provided. Literature attachment, title: long-term clinical outcomes of late stent malapposition detected by optical coherence tomography after drug-eluting stent implantation.h6: patient codes 2263 and 1969 were removed and replaced with 2199.

Event description:
It was reported through a research article identifying xience v stents that may be related to death, serious injury, and stent malapposition. Specific patient information is documented as unknown. Details are listed in the attached article, titled, long-term clinical outcomes of late stent malapposition detected by optical coherence tomography after drug-eluting stent implantation. Subsequent to the previously filed report, medical review of the article was performed by abbott's medical advisor who concluded that the article does not tie the adverse events to the type of drug-eluting stent involved in the procedure.